Manufacturer narrative:
The balloon was gradually inflated, rupturing circumferentially below rbp. The patient¿s status post procedure is reported to be okay. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use the amphirion deep otw, to treat a patient with moderately calcified cto in the left proximal peroneal artery with little tortuosity. Artery diameter 2, 5, lesion length 14 cm. The device was prepped as per IFU with no issues identified. It was reported resistance was encountered advancing the device to the lesion, device did not pass throuhg a previous deployed stent. The balloon ruptured circumferentially during inflation. A snare was used in an attempt to remove the detached balloon fragment unsuccessfully, a pta was performed unsuccessfully. The pieces remain in the vessel; the fibularis is reported as fully occluded unable to open.